Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6)2010, inratio: 3.4, lab: 9.41. Date (B) (6) 2010, lab: 3.92. Patient has bruises in groin area and was told not to take coumadin dose for two days.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: dated: (B) (6) 2010, inratio: 3.4, reference: 9.41, mean: 6.41. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Note: the 3.92 is excluded from comparison test since the time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Visual inspection revealed contamination on heater plate. Strip investigation was performed on strip lot #220392. The allowable difference between the inratio inr's and sysmex inrs are calculated. At least two out of three replicates for both samples for lot #220392 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: the comparison of inratio and reference results of user; the confidence limits are unable to determine, and are considered inaccurate. Data 3.92 is not valid for comparison. Time elapsed exceeded three hours. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Patient has thyroid condition, which may affect test results. Therapeutic donor blood was tested on retain strip with returned meter and sysmex; accuracy criteria was met, visual inspection observed contamination on heater plate. As of 3/18/2010, twenty five discrepant result complaints were reported for lot #220392 (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required as product deficiency was not established.